Event description:
The customer reported via phone call that the insulin pump had an act button that did not work properly. The customer stated that she was on her way to see her mother at the hospital and advised that she would call back later to address the issue. The customer declined to provide the blood glucose reading. She was advised to call back to troubleshoot the keypad issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.